Event description:
It was reported that after 7 dys of use an air leak from the inflation line was found on the endotracheal tube. Patient was re-intubated.

Manufacturer narrative:
The lot number is unknown therefore the date of manufacture cannot be determined and the device history record cannot be reviewed. If significant information is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.